Event description:
It was reported that the patient fell mid-week, and presented to the emergency room (ER) with withdrawal- type symptoms. The patient also had underdose symptoms. The managing physician was contacted and a (B)(6) study was conducted on (B)(6) 2014. Surgical intervention was subsequently performed on (B)(6) 2014, and the catheter tip appeared to be sheared. The distal spinal segment was explanted and a new segment was implanted. The product issue was resolved and the location of the issue/symptom was the catheter track. The patient status was alive no injury and was reportedly doing well and receiving effective therapy. The pump system was being used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).